Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the telemetry device has no sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device speaker produced sound. The customer's allegation was not replicated during evaluation. Based on the results from the evaluation, it is determined that the device was working as intended. The root cause is unknown.